Event description:
On (B)(4), 2014 the lay user/reporter contacted lifescan to report the onetouch ultra2 meter kit was missing the lancing device and lancets. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6), 2014 the patient noted the new, out-of-the-box, meter system kit was missing the lancing device and lancets. The patient was unable to test his blood glucose level. Troubleshooting revealed there were no missing products from the reported meter kit. At that time the patient experienced no symptoms of high or low blood glucose levels. The reporter claimed that after the use of the product, emergency services were contacted. Paramedics arrived and tested the patient¿s blood glucose level to be 39 mg/dl and he was transported to the hospital, and received treatment with food and/or a drink. It was determined there were no missing products from the reported meter system kit. However, as the patient alleged suffered blood glucose levels suggesting severe hypoglycemia after the attempted use of the reported meter, and received emergency medical attention and treatment, this complaint is being reported.

Manufacturer narrative:
Meter serial #: not provided.